Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery (mid-rca). An opticross hd catheter was selected for the ultrasound examination of the target lesion. During insertion, the image was lost and appeared blacked out. The catheter was recognized normally. Air was not removed by flushing during preparation. No adverse event or patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the imaging window was kinked. No damage was found in the imaging core within the telescope and sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. During the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advance. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product analysis. According to the event information, the motor drive unit (mdu) was on during insertion of the device into the patient. The device is not designed to be advanced while rotating, and this condition can increase stress on the catheter, which may result in loss of image. Per the IFU indications, the mdu shall remain off during insertion. Regarding the reported device entrapped air, a cause code of adverse event related to procedure was assigned, as product analysis found the device was severely kinked, which prevented the device from flushing properly.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery (mid-rca). An opticross hd catheter was selected for the ultrasound examination of the target lesion. During insertion, the image was lost and appeared blacked out. The catheter was recognized normally. Air was not removed by flushing during preparation. No adverse event or patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery (mid-rca). An opticross hd catheter was selected for the ultrasound examination of the target lesion. During insertion, the image was lost and appeared blacked out. The catheter was recognized normally. Air was not removed by flushing during preparation. No adverse event or patient complications were reported.